Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021. A photo was received. Evaluation is anticipated, but not yet begun. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will the device be returning? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2020 and the suture was used. During surgery, while doing distal anastomosis with the help of prolene 8-0 suture and closing distal end, suddenly the 8-0 prolene broke. A like device was used to complete the closure. The surgeon successfully closed distal end with the suture. There were no adverse patient consequences reported.